Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with needle retraction failure. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd insyte autoguard shielded IV catheter there was an issue with needle retraction failure. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd received a 22 gauge insyte autoguard from lot 7324691. Our quality engineer visually inspected the returned unit and found no physical/mechanical damage or signs of cuts, holes, kinks, splits, wrinkles or any characteristics of a spear through the tubing. The needle was retracted and reassembled to the out position. Next, the engineer performed a functional test on the returned unit. The needle retracted successfully and showed no delay. Based on the visual inspection and functional test bd was unable to verify the reported defect. The engineer could not determine a definitive root cause since the needle appeared to be working properly. A review of the device history record was performed and found no quality issues identified during production. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. No corrective actions were determined to be necessary at this time. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.